Manufacturer narrative:
Results: a sample was not returned for evaluation. Twenty retention samples from lot # 5356819 were evaluated with the following results: - twenty retention lot samples were visually inspected for the presence of k2edta additive prior to analysis. All twenty retention lot samples inspected did contain k2edta spray coating on the inner wall of the tube. - blood samples were collected from two employee donors into a total of twenty tubes from the retention lot. Also, one control lot (reorder # (B)(4), lot # 7016669, exp. 05/31/2018) tube was collected from each donor. Standard venipuncture techniques with a bd vacutainer® push button blood collection set (reorder # (B)(4), lot # 6342801, exp. 11/30/2018) were employed. Immediately after filling, the samples were mixed by 10 complete inversions, placed upright in a rack at room temperature. Next, the retention and control lot tubes were placed on a mechanical rotator for 5 (±2) minutes. All samples were assayed on the beckman coulter lh 750 and cbc data was collected. - there were no difficulties encountered during sample collection or sample analysis. - all retention and control lot tubes analyzed displayed no wbc, rbc or platelet flags. - all blood cell histograms were normally distributed on the beckman coulter lh 750 scatter plots. - all twenty retention lot tubes performed as expected and no product issues were observed during this clinical investigation. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot # 5356819. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. The customer's reported defect (erroneous cbc results) was not evident in the testing of the retention lot samples. (B)(4).

Event description:
It was reported that on (B)(6) 2016, a physician drew his daughter's blood in his office with a 13 x 75 mm x 4.0 ml bd vacutainer® plus plastic whole blood tube and ran a cbc. The wbc count was 46.5 thousand and the test was run on three different machines with the same result. Due to the test result, the physician took his daughter to an emergency department because he feared that she might have a serious infection or leukemia. In the ed, multiple tests were performed including a cbc, a chemistry panel, blood cultures, a CT scan of the patient's abdomen and pelvis, and an abdominal ultrasound. In the ed the patient's wbc count results came back as 12.8 thousand. No additional medical interventions were reported and the patient's current health status is unknown.

Manufacturer narrative:
Correction: the date received by manufacture was reported as 12/21/2017. This date should have been 12/21/2016.